Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.75 x 16mm stent delivery system was returned for analysis. A visual examination of the stent identified stent damage. The proximal stent struts were lifted. The distal struts were lifted and pulled distally, past the distal markerband. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identifed damage. A visual and tactile examination of the hypotube identified multiple kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in a mildly calcified coronary vessel. A 2.75x16mm synergy stent was advanced but failed to cross the lesion. The device was removed and it was noticed that the stent was lifted. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a mildly calcified coronary vessel. A 2.75x16mm synergy stent was advanced but failed to cross the lesion. The device was removed and it was noticed that the stent was lifted. The procedure was completed with a different device. No patient complications were reported.